Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting and took place in september 2015 (case# FDA-2014-n-0736-1371, awareness date 05-oct-2015). Case was received in united states and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that, while the implantation procedure, it went fairly well. However, the complications from having the devices placed started almost immediately. She states that it started out with abdominal pain. The pain and cramping steadily climbed over the next 3 weeks. At that point, she began to bleed bright red blood accompanied by severe sharp pains in her right lower abdomen. She was seen by the doctor and requested that the devices to be removed. She thought that would be the best thing to do. She underwent surgery to remove the devices. One of the coils perforated the right side of her uterus and was embedded. The second coil was discovered floating around in her abdomen. Unfortunately, both fallopian tubes were destroyed in the process of trying to locate the devices and states that she now has pain every day (especially on the right side) and permanent swelling over the site of the uterus where the coil was embedded. In addition, consumer reported that she not only did end up having a surgery she never should have to have, but now has pain and swelling that is constant and steadily worsening. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and almost immediately she had abdominal pain. After 3 weeks, she began to bleed bright red blood (interpreted as genital bleeding). She underwent a surgery to remove the devices and found out that one of the coils had perforated the right side of her uterus and was embedded (interpreted as uterine perforation). The other coil was floating around her abdomen (interpreted as device dislocation). After removal, she still had pain. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering the strong suggestive temporal relationship and the nature of these events, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since a device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.